Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and on the balloon and contrast on the shaft, consistent with handling. The stent implant was dislodged from the balloon and was returned inside the orange protective sheath, confirming the reported dislodgement. The entire length of the stent implant was slightly smashed. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The inner diameter of the protective sheath was measured and met manufacturing criteria. The stent implant outer diameters could not be measured due to the damage noted. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the stent delivery system (sds), negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It is possible the protective sheath and stent were inadvertently handled during removal, resulting in the stent dislodgement and the noted stent damage; however, this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported stent dislodgement could not be determined; however, there is no indication of a product quality deficiency.

Event description:
It was reported that during preparation of the 3.5 x 13 rx zeta stent system, the stent dislodged when the protective sheath was removed. The device was not used. A new rx zeta stent system was used successfully and there was no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.